Event description:
It was reported by the customer the device was used in an unknown procedure. It was reported the device was given to the caller with a note marked "defective". The customer has no further info. The rep was notified to follow up. There was no consequence to the pt. The rep reports no one in the or remembers anything about the trocar.